Event description:
A customer reported a low reading with the adc device. The customer reported an unspecified low sensor reading, and the customer "might of lost consciousness". The customer reported they were able to self-treat with soda provided by spouse. As the customer did not provide readings from time of event, although low sensor readings were reported, it cannot be confirmed if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.